Event description:
A medwatch was rec'd that indicated the "pt underwent a bilateral hernia repair by the surgeon. During the surgery electrosurgery used. Question proper functioning of the equipment and grounding resulting in burn on abdomen and eventual loss of testicle. Surgeon states electricity was seen through vas deferens connected to the testicle. Only immediate evidence of injury was abdominal burn. Subsequent orchiectomy due to necrotic right testicle." The customer was contacted and indicated the electrosurgical current was visible traveling down the vas deferens & 6-7 days later, the child was returned to the hosp with a necrotic testicle. The surgeon set the generator up in the normal manner for an adult pt with the generator at 50 watts.